Event description:
The customer emailed the following info to corporate product surveillance on feb 8th, 2008: eleven pumps were being used to administer an investigational compound at this phase I clinic. The reconstituted drug was diluted in 0.9% nacl for injection (also known as normal saline) for a total dosing volume of 250 ml into sterile 250 ml intravia bags. The resultant compound was infused over an hour with pumps programmed to deliver a pri rate of 250 ml/hr and a pri vtbi of 250 ml. The finished dosing solution was either a translucent solution, physiologic in viscosity, or normal saline placebo. The volume was displayed by the pump at the end of each infusion (which is our sop for an IV dose) was recorded, and was compared to the expected 250 ml vtbi. Variances reported occurred in both drug and saline infusions, with no discernable pattern. Two hundred fifty doses total were administered for a week in late 2007. On fourth day, for this serial number (sn), a 11.2% discrepancy occurred at 0700 hours with 278 ml infused. In addition, 9.6% discrepancy occurred at 2300 hours with 274 ml infused. No further info was provided by the customer.

Manufacturer narrative:
The device has not yet been received for eval. When the pump is received for eval, a follow-up report will be filed upon completion of the eval or if add'l info becomes available.